Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected a crack in the plastic at the needless connector was found. It is possible that someone has tried to unscrew the needless port, this needless port does not unscrew. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Review of the history device records confirmed the device with product code 82-1731, with lot number cthv,b, conformed to the specifications when released to stock on the 24th june 2015. The root cause of the problem reported by the customer is probably due to trying to unscrew the needless port, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After ot finished, the nurse found leakage of fluid from the red valve of the eds 3 please be aware due to the time difference between china, korea, and australia versus the u.s. Complaints that are received on the same day that they are entered appear that the complaint created date occurred before the complaint notified date. This is attributed to a system issue associated with the time difference. On the 1/6/2016 per affiliate: did this event occur intra-operatively? No, it's after ot. Was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? The nurse changed a new eds 3 to replace the leakage one.